Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien was not authorized to repair the unit. The customer reported to have replaced the breath delivery unit (bdu) pcb. The covidien customer support engineer (cse) update the software only.